Manufacturer narrative:
Concomitant medical products: syringe -3 cc of normal saline. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient returned from the or with an IV by gravity. The clinician noted the IV was not infusing and immediately put the tubing on a device; however, it would not infuse. The line was flushed with 3ml of normal saline at the lowest port. When the tubing was removed from device, a bulge in the silicone segment was seen. There was no report of patient harm .

Manufacturer narrative:
The customer¿s report of a silicone segment bulge was confirmed. Visual inspection of the set showed a slightly bulged area in the silicone tubing just below the upper fitment. No additional signs of damage or abnormalities were observed. Functional and pressure testing resulted in a small bulge reappearing in the tubing just below the upper fitment. The cause of the failure was determined to be the rapid buildup of pressure inside the pump segment as a result of administering an IV flush without first occluding the tubing above the flush site.

Event description:
The customer reported that the patient returned from the or with an IV by gravity. The clinician noted the IV was not infusing and immediately put the tubing on a device; however, it would not infuse. The line was flushed with 3ml of normal saline at the lowest port. When the tubing was removed from device, a bulge in the silicone segment was seen. There was no report of patient harm.